Event description:
It was reported that: while the device was connected to a patient, the staff reported that a concha heater was alarming. The ventilator had stopped functioning and the staff reported that no alarms were activated by the ventilator. The patient was transferred to another device. No patient injury.